Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on november 16, 2023. During the procedure, the first band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the ligator housing was returned with all bands attached, which indicates that the bands were not deployed. The suture was also broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that all of the bands were still attached in the ligator housing, indicating that these were not deployed. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. If excessive force is applied to the handle to deploy the bands. This might end up being released with too much force, making them either deploy in the incorrect order or not deploying at all if they get stuck. The suture thread was returned broken. Since there is no information about a rupture of the suture thread, it is possible that the suture was broken at the time of removing the device. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2023. During the procedure, the first band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no reported patient complications as a result of this event.